Manufacturer narrative:
The insulin pump passed rewind basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that her daughter experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's father stated that they treated her daughter's high blood glucose with manual injections. The customer's father stated that her daughter was off the insulin pump. The customer's father stated that the insulin pump cracked. The customer's father stated that the insulin pump might be dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.